Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 17-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhagic periods') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced menorrhagia (seriousness criterion medically significant), migraine ("migraine"), fatigue ("fatigue"), sleep disorder ("disturbed sleep"), dry eye ("dry eyes"), coital bleeding ("bleeding after intercourse"), metrorrhagia ("bleeding between periods"), vaginal discharge ("translucent or yellowish vaginal discharge"), feeling cold ("constant sensation of cold"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods"), renal pain ("painful kidneys during menstruation"), peripheral coldness ("cold feet and hands"), diarrhoea ("very regularly liquid stools"), constipation ("constipation"), abdominal distension ("bloating"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent rotator cuff repair ("rotator cuff repaired") and spinal operation ("l4 / l5 implants"). At the time of the report, the menorrhagia, migraine, fatigue, sleep disorder, weight increased, dry eye, coital bleeding, metrorrhagia, vaginal discharge, feeling cold, loss of libido, dysmenorrhoea, renal pain, peripheral coldness, diarrhoea, constipation, abdominal distension, balance disorder, limb discomfort, cardiovascular disorder, varicose vein, burning sensation, myalgia, insomnia, rotator cuff repair and spinal operation outcome was unknown. The reporter provided no causality assessment for abdominal distension, balance disorder, burning sensation, cardiovascular disorder, coital bleeding, constipation, diarrhoea, dry eye, dysmenorrhoea, fatigue, feeling cold, insomnia, limb discomfort, loss of libido, menorrhagia, metrorrhagia, migraine, myalgia, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, spinal operation, vaginal discharge, varicose vein and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 02-mar-2020. The most recent information was received on 12-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('hemorrhagic periods / menstrual cycle with heavy bleeding'), device breakage ('breakage of essure, mineralogic particles were found provoking inflammatory pathology'), rotator cuff repair ('rotator cuff repaired') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods / menstrual cycles with heavy bleeding"), vaginal discharge ("translucent or yellowish vaginal discharge"), abdominal distension ("bloating"), coital bleeding ("bleeding after intercourse"), renal pain ("painful kidneys during menstruation"), migraine ("migraine"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), feeling cold ("constant sensation of cold"), fatigue ("fatigue"), sleep disorder ("disturbed sleep / sleep disturbances"), dry eye ("dry eyes"), loss of libido ("loss of libido"), diarrhoea ("very regularly liquid stools"), constipation ("constipation"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion / muscle pain") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("heavy pains in belly, in pelvic area") and abdominal pain upper ("significant pain in the stomach"). In 2017, the patient experienced back pain ("disabling intense pains in lumbar area l4 l5 / pain in the lumbar region"). In (B)(6) 2019, the patient underwent polypectomy ("polypectomy-type surgery under hysteresis, with partial resection of a septum"). In (B)(6) 2020, the patient underwent rotator cuff repair (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with inflammation, adenomyosis (seriousness criteria medically significant and intervention required), allergy to metals ("allergy with nickel"), menstruation irregular ("no regular menstruation cycles after essure insertion"), headache ("headaches / headache in headphones"), vertigo ("vertigo"), fall ("falls"), visual impairment ("vision disorders / visual disturbances"), disturbance in attention ("concentration disorders / difficulty concentrating"), cognitive disorder ("cognitive disorders / cognitive impairment"), memory impairment ("memory disorders"), asthenia ("asthenia") and dizziness ("dizziness"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (l4 / l5 implants, curettage in (B)(6) 2012, novasure ablation in (B)(6) 2013, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, device breakage, rotator cuff repair, adenomyosis, pelvic pain, dysmenorrhoea, allergy to metals, metrorrhagia, menstruation irregular, vaginal discharge, abdominal distension, headache, back pain, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, weight increased, dry eye, loss of libido, diarrhoea, constipation, balance disorder, limb discomfort, varicose vein, burning sensation, myalgia, insomnia, vertigo, fall, visual impairment, disturbance in attention, cognitive disorder, abdominal pain upper, memory impairment, asthenia, polypectomy and dizziness was resolving. The reporter provided no causality assessment for abdominal distension, adenomyosis, allergy to metals, back pain, balance disorder, burning sensation, cardiovascular disorder, cognitive disorder, coital bleeding, constipation, device breakage, diarrhoea, disturbance in attention, dry eye, dysmenorrhoea, fall, fatigue, feeling cold, headache, insomnia, limb discomfort, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, pelvic pain, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, vaginal discharge, varicose vein, vertigo, visual impairment and weight increased with essure. The reporter considered abdominal pain upper, asthenia, dizziness, memory impairment and polypectomy to be related to essure. The reporter commented: several cessations of work. The reporter reported that the adverse event adenomyosis was considered one of the causes for removal of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: a new reporter type (lawyer) and a new adverse event (dizziness) has been reported. The outcome for all adverse events has been updated to recovering / resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 22-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('hemorrhagic periods-'), device breakage ('breakage of essure, mineralogic particles were found provoking inflammatory pathology'), rotator cuff repair ('rotator cuff repaired') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods / menstrual cycles with heavy bleeding"), vaginal discharge ("translucent or yellowish vaginal discharge"), abdominal distension ("bloating"), coital bleeding ("bleeding after intercourse"), renal pain ("painful kidneys during menstruation"), migraine ("migraine"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), feeling cold ("constant sensation of cold"), fatigue ("fatigue"), sleep disorder ("disturbed sleep"), dry eye ("dry eyes"), loss of libido ("loss of libido"), diarrhoea ("very regularly liquid stools"), constipation ("constipation"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion / muscle pain") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("heavy pains in belly, in pelvic area") and abdominal pain upper ("significant pain in the stomach"). In 2017, the patient experienced back pain ("disabling intense pains in lumbar area l4 l5 / pain in the lumbar region"). In (B)(6) 2019, the patient underwent polypectomy ("polypectomy-type surgery under hysteresis, with partial resection of a septum"). In (B)(6) 2020, the patient underwent rotator cuff repair (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with inflammation, adenomyosis (seriousness criteria medically significant and intervention required), allergy to metals ("allergy with nickel"), menstruation irregular ("no regular menstruation cycles after essure insertion"), headache ("headaches / headache in headphones"), vertigo ("vertigo"), fall ("falls"), visual impairment ("vision disorders / visual disturbances"), disturbance in attention ("concentration disorders / difficulty concentrating"), cognitive disorder ("cognitive disorders"), memory impairment ("memory disorders") and asthenia ("asthenia"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (l4 / l5 implants, curettage in (B)(6) 2012, novasure ablation in (B)(6) 2013, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, device breakage, rotator cuff repair, adenomyosis, pelvic pain, dysmenorrhoea, allergy to metals, metrorrhagia, vaginal discharge, abdominal distension, headache, back pain, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, weight increased, dry eye, loss of libido, diarrhoea, constipation, balance disorder, limb discomfort, varicose vein, burning sensation, myalgia, insomnia, vertigo, fall, visual impairment, disturbance in attention, abdominal pain upper, memory impairment, asthenia and polypectomy outcome was unknown. The reporter provided no causality assessment for abdominal distension, adenomyosis, allergy to metals, back pain, balance disorder, burning sensation, cardiovascular disorder, cognitive disorder, coital bleeding, constipation, device breakage, diarrhoea, disturbance in attention, dry eye, dysmenorrhoea, fall, fatigue, feeling cold, headache, insomnia, limb discomfort, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, pelvic pain, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, vaginal discharge, varicose vein, vertigo, visual impairment and weight increased with essure. The reporter considered abdominal pain upper, asthenia, memory impairment and polypectomy to be related to essure. The reporter commented: several cessations of work. The reporter reported that the adverse event adenomyosis was considered one of the causes for removal of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-dec-2020: no new information is expected. Report was ticked final. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 21-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding (' hemorrhagic periods / menstrual cycle with heavy bleeding / menorrhagia / abundant menstruation, recurrent '), device breakage ('breakage of essure, mineralogic particles were found provoking inflammatory pathology'), rotator cuff repair ('rotator cuff repaired'), sciatica ('sciatica / sciatica pain on disc degenetation') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced back pain ("lumbago, recurrent, sacralgia, lower back pain"). On (B)(6) 2011, the patient experienced headache (¿headaches / helmet headaches"). On (B)(6) 2011, the patient experienced, groin pain (¿inguinal pain"). In 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods, recurrent"), vaginal discharge ("translucent or yellowish vaginal discharge"), abdominal distension ("bloating"), coital bleeding ("bleeding after intercourse"), renal pain ("painful kidneys during menstruation"), migraine ("migraine, recurrent "), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), feeling cold ("constant sensation of cold"), fatigue (" fatigue, recurrent / intense fatigue "), sleep disorder ("disturbed sleep / sleep disturbances"), dry eye ("dry eyes"), loss of libido ("loss of libido"), diarrhoea ("very regularly liquid stools / sudden diarrhea, recurrent "), constipation ("constipation recurrent"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion / muscle pain / global muscular pains / pain in the left pyramidal muscle pain, recurrent"), asthenia ("asthenia, persisted every year"), insomnia ("insomnia, recurrent ") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced headache (¿headaches / headache in headphones, recurrent"). On (B)(6) 2012, the patient experienced arthralgia (¿ left sacro-iliac pain, left scapulalgia, left knee and hip pain, left shoulder pain, recurrent, joint pain"). On (B)(6) 2012, the patient experienced haemostasis (¿hemostatic curettage"). On (B)(6) 2012, the patient experienced pelvic pain (¿heavy pains in belly, in pelvic area, recurrent "). On (B)(6) 2013, the patient experienced, diaphragmatic disorder (¿blocked diaphragm, recurrent ") and anxiety (¿anxiety / anguish, recurrent"). On (B)(6) 2013, the patient experienced multiple allergies (¿allergies¿), temporomandibular joint syndrome (¿blocked left temporomandibular joints") and pubic pain (¿pubalgia"). On (B)(6) 2013, the patient experienced burnout syndrome (¿burn-out, recurrent "). On (B)(6) 2013, the patient experienced fall (¿fall on left side / fall recorrent ¿), torticollis (¿torticollis, recurrent ¿). On (B)(6) 2013, the patient experienced vaginal haemorrhage (¿vaginal bleeding"). On (B)(6) 2013, the patient experienced abdominal pain (¿abdominal pain¿). In 2013, the patient experienced abdominal pain upper ("significant pain in the stomach"), pyrexia (¿fever¿), abdominal pain lower (¿left iliac fossa pain¿), rectal haemorrhage (¿suspicion of rectal bleeding¿), abdominal pain (¿abdominal pain following a trip in greece¿) and irritable bowel syndrome (¿irritable bowel¿).on (B)(6) 2014, the patient experienced abdominal pain (¿abdominal pain¿). On (B)(6) 2014, the patient experienced abdominal pain (¿abdominal pain¿). On (B)(6) 2014, the patient experienced fall (¿fall¿) and ligament sprain (¿ankle sprain¿). In 2015, the patient experienced head injury (¿shock on the head¿). On (B)(6) 2016, the patient experienced cystitis (¿cystitis¿). On (B)(6) 2016, the patient experienced head injury (¿fall on the head¿), and musculoskeletal chest pain (¿rib pain¿). On (B)(6) 2016, the patient experienced erythema (¿heat and redness on face¿), affect lability (¿emotional lability¿) and herpes zoster (¿shingles¿). On (B)(6) 2016, the patient experienced rhinitis (¿persistent rhinitis¿) and nasopharyngitis (¿head cold¿). On (B)(6) 2017, the patient experienced fall (¿2 consecutive falls on left side¿) musculoskeletal chest pain (¿multiple rib pain¿). On (B)(6) 2017, the patient experienced bone pain (¿cranial pain¿). On (B)(6) 2018, the patient experienced procedural pain (¿post-operative pain following disk surgery l4/l5¿), in (B)(6) 2019, the patient underwent polypectomy ("polypectomy-type surgery under hysteresis, with partial resection of a septum"). In (B)(6) 2020, the patient underwent rotator cuff repair (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with inflammation, adenomyosis (seriousness criteria medically significant and intervention required), allergy to metals ("allergy with nickel"), menstruation irregular ("no regular menstruation cycles after essure insertion"), vertigo ("vertigo"), fall ("falls"), visual impairment ("vision disorders / visual disturbances"), disturbance in attention ("concentration disorders / difficulty concentrating"), cognitive disorder ("cognitive disorders / cognitive impairment"), memory impairment ("memory disorders"), dizziness ("dizziness"), skin warm (¿heat and redness on face¿), polymenorrhoea (¿irregular cycles (shorter)¿), dysmenorrhoea (¿painful menstruations¿), dyspareunia (¿dyspareunia¿), pollakiuria (¿pollakiuria¿), adenomyosis (¿adenomyosis¿), ear disorder (¿ent disorders¿), oropharyngeal discomfort (¿ent disorders¿), memory impairment (¿memory disorders¿), attention deficit hyperactivity disorder (¿attention disorders¿) and intervertebral disc protrusion (¿supraspinatus rupture¿). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018, and on (B)(6) 2020. The patient was treated with surgery (l4 / l5 implants, curettage in (B)(6) 2012, novasure procedure via hysteroscopy on (B)(6) 2013, curettage in (B)(6) 2012 and hysterectomy with bilateral salpingectomy (entire essure inserts were removed). Essure was removed on (B)(6) 2020. At the time of the report, the heavy menstrual bleeding, device breakage, rotator cuff repair, adenomyosis, pelvic pain, dysmenorrhoea, allergy to metals, metrorrhagia, menstruation irregular, vaginal discharge, abdominal distension, headache, back pain, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, weight increased, dry eye, loss of libido, diarrhoea, constipation, balance disorder, limb discomfort, varicose vein, burning sensation, myalgia, insomnia, vertigo, fall, visual impairment, disturbance in attention, cognitive disorder, abdominal pain upper, memory impairment, asthenia, polypectomy and dizziness was resolving. The reporter provided no causality assessment for abdominal distension, adenomyosis, allergy to metals, back pain, balance disorder, burning sensation, cardiovascular disorder, cognitive disorder, coital bleeding, constipation, device breakage, diarrhoea, disturbance in attention, dry eye, dysmenorrhoea, fall, fatigue, feeling cold, headache, insomnia, limb discomfort, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, pelvic pain, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, vaginal discharge, varicose vein, vertigo, visual impairment, weight increased, back pain, headache, back pain, groin pain, fatigue, myalgia, arthralgia, insomnia, muscle spasms, migraine, menometrorrhagia, haemostasis, abdominal distension, neck pain, arthralgia, constipation, pelvic pain, diaphragmatic disorder, anxiety, multiple allergies, temporomandibular joint syndrome, pubic pain, burnout syndrome, fall, torticollis, vaginal haemorrhage, abdominal distension, diarrhoea, dysmenorrhea, pyrexia, rectal haemorrhage, irritable bowel syndrome, menorrhagia, ligament sprain, head injury, sciatica, torticollis, constipation, cystitis, head injury, bone pain, musculoskeletal chest pain, erythema, affect lability, herpes zoster, rhinitis, nasopharyngitis, diaphragmatic disorder, procedural pain, intervertebral disc operation, myalgia, skin warm, polymenorrhoea, dyspareunia, pollakiuria, adenomyosis, oropharyngeal discomfort, insomnia, memory impairment, attention deficit hyperactivity disorder and intervertebral disc protrusion with essure. The reporter considered abdominal pain upper, asthenia, dizziness, memory impairment and polypectomy to be related to essure. The reporter commented: several cessations of work. The reporter reported that the adverse event adenomyosis was considered one of the causes for removal of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2021: the follow information were updated lawyer's reporter, medical history, lab data, myolastan product indication thymus disorder, device material corroded, sicca syndrome, pelvic pain female from 2013 to (B)(6) 2012. Amendment significant - adverse events menorrhagia was added to heavy menstrual bleeding and all recurrent events menstrual bleeding, recurrent pelvic pain was added to previous pelvic pain, also were applied to painful periods (dysmenorrhea), bloating (abdominal distention), headaches (headache), migraine (migraine), fatigue (fatigue), diarrhoea (diarrhoea), constipation (constipation), muscle pain (myalgia), arthralgias (arthralgia), diaphragmatic disorder (diaphragmatic disorder), anxiety (anxiety), burnout (burnout syndrome), fall (fall), toticolis (torticollis), insomnia (insomnia). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 21-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('hemorrhagic periods-'), device breakage ('breakage of essure, mineralogic particles were found provoking inflammatory pathology'), rotator cuff repair ('rotator cuff repaired') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods / menstrual cycles with heavy bleeding"), vaginal discharge ("translucent or yellowish vaginal discharge"), abdominal distension ("bloating"), coital bleeding ("bleeding after intercourse"), renal pain ("painful kidneys during menstruation"), migraine ("migraine"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), feeling cold ("constant sensation of cold"), fatigue ("fatigue"), sleep disorder ("disturbed sleep"), dry eye ("dry eyes"), loss of libido ("loss of libido"), diarrhoea ("very regularly liquid stools"), constipation ("constipation"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion / muscle pain") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On 4-jul-2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("heavy pains in belly, in pelvic area") and abdominal pain upper ("significant pain in the stomach"). In 2017, the patient experienced back pain ("disabling intense pains in lumbar area l4 l5 / pain in the lumbar region"). In (B)(6) 2019, the patient underwent polypectomy ("polypectomy-type surgery under hysteresis, with partial resection of a septum"). In (B)(6) 2020, the patient underwent rotator cuff repair (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with inflammation, adenomyosis (seriousness criteria medically significant and intervention required), allergy to metals ("allergy with nickel"), menstruation irregular ("no regular menstruation cycles after essure insertion"), headache ("headaches / headache in headphones"), vertigo ("vertigo"), fall ("falls"), visual impairment ("vision disorders / visual disturbances"), disturbance in attention ("concentration disorders / difficulty concentrating"), cognitive disorder ("cognitive disorders"), memory impairment ("memory disorders") and asthenia ("asthenia"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (l4 / l5 implants, curettage in (B)(6) 2012, novasure ablation in (B)(6) 2013, hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, device breakage, rotator cuff repair, adenomyosis, pelvic pain, dysmenorrhoea, allergy to metals, metrorrhagia, vaginal discharge, abdominal distension, headache, back pain, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, weight increased, dry eye, loss of libido, diarrhoea, constipation, balance disorder, limb discomfort, varicose vein, burning sensation, myalgia, insomnia, vertigo, fall, visual impairment, disturbance in attention, abdominal pain upper, memory impairment, asthenia and polypectomy outcome was unknown. The reporter provided no causality assessment for abdominal distension, adenomyosis, allergy to metals, back pain, balance disorder, burning sensation, cardiovascular disorder, cognitive disorder, coital bleeding, constipation, device breakage, diarrhoea, disturbance in attention, dry eye, dysmenorrhoea, fall, fatigue, feeling cold, headache, insomnia, limb discomfort, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, pelvic pain, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, vaginal discharge, varicose vein, vertigo, visual impairment and weight increased with essure. The reporter considered abdominal pain upper, asthenia, memory impairment and polypectomy to be related to essure. The reporter commented: several cessations of work. The reporter reported that the adverse event adenomyosis was considered one of the causes for removal of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new reporter type added (lawyer) and new adverse events was reported: pain in stomach, memory disorders, asthenia, headache in headphone, polypectomy-type surgery with partial resection of a septum . The adenomyosis was considered one of the causes for removal of the essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhagic periods') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criterion medically significant), migraine ("migraine"), fatigue ("fatigue"), sleep disorder ("disturbed sleep"), dry eye ("dry eyes"), coital bleeding ("bleeding after intercourse"), metrorrhagia ("bleeding between periods"), vaginal discharge ("translucent or yellowish vaginal discharge"), feeling cold ("constant sensation of cold"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods"), renal pain ("painful kidneys during menstruation"), peripheral coldness ("cold feet and hands"), diarrhoea ("very regularly liquid stools"), constipation ("constipation"), abdominal distension ("bloating"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On an unknown date, the patient underwent rotator cuff repair ("rotator cuff repaired") and spinal operation ("l4 / l5 implants"). At the time of the report, the menorrhagia, migraine, fatigue, sleep disorder, weight increased, dry eye, coital bleeding, metrorrhagia, vaginal discharge, feeling cold, loss of libido, dysmenorrhoea, renal pain, peripheral coldness, diarrhoea, constipation, abdominal distension, balance disorder, limb discomfort, cardiovascular disorder, varicose vein, burning sensation, myalgia, insomnia, rotator cuff repair and spinal operation outcome was unknown. The reporter provided no causality assessment for abdominal distension, balance disorder, burning sensation, cardiovascular disorder, coital bleeding, constipation, diarrhoea, dry eye, dysmenorrhoea, fatigue, feeling cold, insomnia, limb discomfort, loss of libido, menorrhagia, metrorrhagia, migraine, myalgia, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, spinal operation, vaginal discharge, varicose vein and weight increased with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-mar-2020. The most recent information was received on 23-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('hemorrhagic periods / menstrual cycle with heavy bleeding'), device breakage ('breakage of essure, mineralogic particles were found provoking inflammatory pathology'), rotator cuff repair ('rotator cuff repaired') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced back pain ("lumbago, back pain"). On (B)(6) 2011, the patient experienced back pain (¿sacralgia"). On (B)(6) 2011, the patient experienced headache (¿headaches / helmet headaches"). On (B)(6) 2011, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2011, the patient experienced back pain (¿lumbar pain"), groin pain (¿inguinal pain"). On (B)(6) 2011, the patient experienced back pain (¿back pain / lumbar pain"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods / menstrual cycles with heavy bleeding"), vaginal discharge ("translucent or yellowish vaginal discharge"), abdominal distension ("bloating"), coital bleeding ("bleeding after intercourse"), renal pain ("painful kidneys during menstruation"), migraine ("migraine"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), feeling cold ("constant sensation of cold"), fatigue ("fatigue"), sleep disorder ("disturbed sleep / sleep disturbances"), dry eye ("dry eyes"), loss of libido ("loss of libido"), diarrhoea ("very regularly liquid stools"), constipation ("constipation"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion / muscle pain") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced headache (¿headaches ") and back pain (¿back pain, sacralgia"). On (B)(6) 2012, the patient experienced fatigue (¿intense fatigue") and myalgia (¿generalized muscle pain"). On (B)(6) 2012, the patient experienced arthralgia (¿left sacro-iliac pain, left scapulalgia"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2012, the patient experienced insomnia (¿insomnia"), muscle spasms (¿lower limbs cramps") and migraine (¿migraines"). In (B)(6) 2012, the patient experienced menometrorrhagia (¿menometrorrhagia¿). On (B)(6) 2012, the patient experienced haemostasis (¿hemostatic curettage"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain") and abdominal distension (¿bloating"). On (B)(6) 2012, the patient experienced neck pain (¿cervical pain"), arthralgia (¿left shoulder pain") and constipation (¿constipation"). On (B)(6) 2012, the patient experienced migraine (¿migraines"). On (B)(6) 2012, the patient experienced headache (¿headaches"). On (B)(6) 2012, the patient experienced neck pain (¿cervical pain") and arthralgia (¿left shoulder pain"). On (B)(6) 2012, the patient experienced headache (¿headaches") and arthralgia (¿left scapulalgia"). On (B)(6) 2012, the patient experienced pelvic pain (¿pelvis pain"). On (B)(6) 2013, the patient experienced headache (¿headaches"), back pain (¿sacralgia"), diaphragmatic disorder (¿blocked diaphragm") and anxiety (¿anxiety"). On (B)(6) 2013, the patient experienced headache (¿headaches"), neck pain (¿cervical pain") and back pain (¿lumbar pain"). On (B)(6) 2013, the patient experienced anxiety (¿anxiety"). On (B)(6) 2013, the patient experienced headache (¿headaches"), back pain (¿lumbar pain") and diaphragmatic disorder (¿blocked diaphragm"). On (B)(6) 2013, the patient experienced multiple allergies (¿allergies¿), arthralgia (¿left shoulder pain"), temporomandibular joint syndrome (¿blocked left temporomandibular joints") and pubic pain (¿pubalgia"). On (B)(6) 2013, the patient experienced burnout syndrome (¿burn-out"), neck pain (¿cervical pain") and diaphragmatic disorder (¿blocked diaphragm"). On (B)(6) 2013, the patient experienced neck pain (¿cervical pain") and anxiety (¿anxiety"). On (B)(6) 2013, the patient experienced fall (¿fall on left side¿), torticollis (¿torticollis¿) and arthralgia (¿left knee and hip pain"). On (B)(6) 2013, the patient experienced back pain (¿lumbar pain") and vaginal haemorrhage (¿vaginal bleeding"). On (B)(6) 2013, the patient experienced burnout syndrome (¿burn-out") and back pain (¿lumbar pain"). On (B)(6) 2013, the patient experienced abdominal pain (¿abdominal pain¿) and abdominal distension (¿bloating"). In (B)(6) 2013, the patient experienced diarrhoea (¿sudden diarrhea¿). On (B)(6) 2013, the patient experienced abdominal pain (¿abdominal pain¿) and abdominal distension (¿bloating"). On (B)(6) 2013, the patient experienced back pain (¿back pain"). On (B)(6) 2013, the patient experienced dysmenorrhea (¿dysmenorrhea¿), headache (¿headaches") and back pain (¿lumbar pain"). In 2013, the patient experienced pelvic pain ("heavy pains in belly, in pelvic area"), abdominal pain upper ("significant pain in the stomach"), diarrhoea (¿diarrhoea¿), pyrexia (¿fever¿), abdominal pain lower (¿left iliac fossa pain¿), rectal haemorrhage (¿suspicion of rectal bleeding¿), abdominal pain (¿abdominal pain following a trip in greece¿) and irritable bowel syndrome (¿irritable bowel¿). On (B)(6) 2014, the patient experienced abdominal pain (¿abdominal pain¿), headache (¿headaches") and back pain (¿lumbar pain"). On (B)(6) 2014, the patient experienced abdominal pain (¿abdominal pain¿), abdominal distension (¿bloating") and menorrhagia (¿abundant menstruations¿). On (B)(6) 2014 abdominal pain (¿abdominal pain¿), abdominal distension (¿bloating") and menorrhagia (¿abundant menstruations¿). On (B)(6) 2014, the patient experienced fall (¿fall¿) and ligament sprain (¿ankle sprain¿). On (B)(6) 2015, the patient experienced head injury (¿shock on the head¿), headache (¿headaches") and sciatica (¿sciatica¿). On (B)(6) 2015, the patient experienced head injury (¿shock on the head¿), headache (¿occipital pain") and sciatica (¿residual sciatica pain¿). On (B)(6) 2015, the patient experienced torticollis (¿torticollis¿) and abdominal pain (¿abdominal pain¿). On (B)(6) 2015, the patient experienced back pain (¿lumbago"), sciatica (¿cruralgia¿) and constipation (¿constipation"). On (B)(6) 2016, the patient experienced cystitis (¿cystitis¿) and neck pain (¿cervical pain¿). On (B)(6) 2016, the patient experienced head injury (¿fall on the head¿), headache (¿headaches"), bone pain (¿cranial pain¿), arthralgia (¿left scapulalgia") and musculoskeletal chest pain (¿rib pain¿). On (B)(6) 2016, the patient experienced back pain (¿lumbago"), erythema (¿heat and redness on face¿), affect lability (¿emotional lability¿) and herpes zoster (¿shingles¿). On (B)(6) 2016, the patient experienced arthralgia (¿left shoulder pain") and sciatica (¿right sciatica¿). On (B)(6) 2016, the patient experienced rhinitis (¿persistent rhinitis¿) and nasopharyngitis (¿head cold¿). On (B)(6) 2017, the patient experienced fall (¿2 consecutive falls on left side¿), headache (¿headaches"), torticollis (¿torticollis¿), back pain (¿back pain"), musculoskeletal chest pain (¿multiple rib pain¿). On (B)(6) 2017, the patient experienced bone pain (¿cranial pain¿). On (B)(6) 2017, the patient experienced arthralgia (¿shoulder, scapula and left sacro-iliac pain"). On (B)(6) 2017, the patient experienced back pain (¿sacralgia") and diaphragmatic disorder (¿blocked diaphragm"). On (B)(6) 2017, the patient experienced arthralgia (¿left sacro-iliac pain"), headache (¿headaches"). In (B)(6) 2017, the patient experienced back pain (seriousness criterion hospitalization). In 2017, the patient experienced back pain ("disabling intense pains in lumbar area l4 l5 / pain in the lumbar region"). On (B)(6) 2018, the patient experienced procedural pain (¿post-operative pain following disk surgery l4/l5¿), intervertebral disc operation (¿post-operative pain following disk surgery l4/l5¿) and menorrhagia (¿menorrhagia¿). In (B)(6) 2019, the patient underwent polypectomy ("polypectomy-type surgery under hysteresis, with partial resection of a septum"). In (B)(6) 2020, the patient underwent rotator cuff repair (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with inflammation, adenomyosis (seriousness criteria medically significant and intervention required), allergy to metals ("allergy with nickel"), menstruation irregular ("no regular menstruation cycles after essure insertion"), headache ("headaches / headache in headphones"), vertigo ("vertigo"), fall ("falls"), visual impairment ("vision disorders / visual disturbances"), disturbance in attention ("concentration disorders / difficulty concentrating"), cognitive disorder ("cognitive disorders / cognitive impairment"), memory impairment ("memory disorders"), asthenia ("asthenia"), dizziness ("dizziness"), myalgia (¿left pyramidalis muscle pain¿), skin warm (¿heat and redness on face¿), polymenorrhoea (¿irregular cycles (shorter)¿), dysmenorrhoea (¿painful menstruations¿), dyspareunia (¿dyspareunia¿), pelvic pain (¿pelvis pain¿), pollakiuria (¿pollakiuria¿), adenomyosis (¿adenomyosis¿), ear disorder (¿ent disorders¿), oropharyngeal discomfort (¿ent disorders¿), insomnia (¿insomnia¿), memory impairment (¿memory disorders¿), attention deficit hyperactivity disorder (¿attention disorders¿) and intervertebral disc protrusion (¿supraspinatus rupture¿). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018, and on (B)(6) 2020. The patient was treated with surgery (l4 / l5 implants, curettage in (B)(6) 2012, novasure procedure via hysteroscopy on (B)(6) 2013, curettage in (B)(6) 2012 and hysterectomy with bilateral salpingectomy (entire essure inserts were removed). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, device breakage, rotator cuff repair, adenomyosis, pelvic pain, dysmenorrhoea, allergy to metals, metrorrhagia, menstruation irregular, vaginal discharge, abdominal distension, headache, back pain, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, weight increased, dry eye, loss of libido, diarrhoea, constipation, balance disorder, limb discomfort, varicose vein, burning sensation, myalgia, insomnia, vertigo, fall, visual impairment, disturbance in attention, cognitive disorder, abdominal pain upper, memory impairment, asthenia, polypectomy and dizziness was resolving. The reporter provided no causality assessment for abdominal distension, adenomyosis, allergy to metals, back pain, balance disorder, burning sensation, cardiovascular disorder, cognitive disorder, coital bleeding, constipation, device breakage, diarrhoea, disturbance in attention, dry eye, dysmenorrhoea, fall, fatigue, feeling cold, headache, insomnia, limb discomfort, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, pelvic pain, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, vaginal discharge, varicose vein, vertigo, visual impairment, weight increased, back pain, headache, back pain, groin pain, fatigue, myalgia, arthralgia, insomnia, muscle spasms, migraine, menometrorrhagia, haemostasis, abdominal distension, neck pain, arthralgia, constipation, pelvic pain, diaphragmatic disorder, anxiety, multiple allergies, temporomandibular joint syndrome, pubic pain, burnout syndrome, fall, torticollis, vaginal haemorrhage, abdominal distension, diarrhoea, dysmenorrhea, pyrexia, rectal haemorrhage, irritable bowel syndrome, menorrhagia, ligament sprain, head injury, sciatica, torticollis, constipation, cystitis, head injury, bone pain, musculoskeletal chest pain, erythema, affect lability, herpes zoster, rhinitis, nasopharyngitis, diaphragmatic disorder, procedural pain, intervertebral disc operation, myalgia, skin warm, polymenorrhoea, dyspareunia, pollakiuria, adenomyosis, oropharyngeal discomfort, insomnia, memory impairment, attention deficit hyperactivity disorder and intervertebral disc protrusion with essure. The reporter considered abdominal pain upper, asthenia, dizziness, memory impairment and polypectomy to be related to essure. The reporter commented: several cessations of work. The reporter reported that the adverse event adenomyosis was considered one of the causes for removal of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: new concomitant product ¿zelitrex¿ added. New lab data ¿hysteroscopy¿ added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-mar-2020. The most recent information was received on 10-jan-2022. This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding (' hemorrhagic periods / menstrual cycle with heavy bleeding / menorrhagia / abundant menstruation, recurrent '), device breakage ('breakage of essure, mineralogic particles were found provoking inflammatory pathology'), rotator cuff repair ('rotator cuff repaired'), sciatica ('sciatica / sciatica pain on disc degenetation') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced back pain ("lumbago, recurrent, sacralgia, lower back pain"). On (B)(6) 2011, the patient experienced headache (¿headaches / helmet headaches"). On (B)(6) 2011, the patient experienced, groin pain (¿inguinal pain"). In 2011, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods, recurrent"), vaginal discharge ("translucent or yellowish vaginal discharge"), abdominal distension ("bloating"), coital bleeding ("bleeding after intercourse"), renal pain ("painful kidneys during menstruation"), migraine ("migraine, recurrent "), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), feeling cold ("constant sensation of cold"), fatigue (" fatigue, recurrent / intense fatigue "), sleep disorder ("disturbed sleep / sleep disturbances"), dry eye ("dry eyes"), loss of libido ("loss of libido"), diarrhoea ("very regularly liquid stools / sudden diarrhea, recurrent "), constipation ("constipation recurrent"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion / muscle pain / global muscular pains / pain in the left pyramidal muscle pain, recurrent"), asthenia ("asthenia, persisted every year"), insomnia ("insomnia, recurrent ") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient experienced headache (¿headaches / headache in headphones, recurrent"). On (B)(6) 2012, the patient experienced arthralgia (¿ left sacro-iliac pain, left scapulalgia, left knee and hip pain, left shoulder pain, recurrent, joint pain"). On (B)(6) 2012, the patient experienced haemostasis (¿hemostatic curettage"). On (B)(6) 2012, the patient experienced pelvic pain (¿heavy pains in belly, in pelvic area, recurrent "). On (B)(6) 2013, the patient experienced, diaphragmatic disorder (¿blocked diaphragm, recurrent ") and anxiety (¿anxiety / anguish, recurrent"). On (B)(6) 2013, the patient experienced multiple allergies (¿allergies¿), temporomandibular joint syndrome (¿blocked left temporomandibular joints") and pubic pain (¿pubalgia"). On (B)(6) 2013, the patient experienced burnout syndrome (¿burn-out, recurrent "). On (B)(6) 2013, the patient experienced fall (¿fall on left side / fall recorrent ¿), torticollis (¿torticollis, recurrent ¿). On (B)(6) 2013, the patient experienced vaginal haemorrhage (¿vaginal bleeding"). On (B)(6) 2013, the patient experienced abdominal pain (¿abdominal pain¿). In 2013, the patient experienced abdominal pain upper ("significant pain in the stomach"), pyrexia (¿fever¿), abdominal pain lower (¿left iliac fossa pain¿), rectal haemorrhage (¿suspicion of rectal bleeding¿), abdominal pain (¿abdominal pain following a trip in greece¿) and irritable bowel syndrome (¿irritable bowel¿).on (B)(6) 2014, the patient experienced abdominal pain (¿abdominal pain¿). On (B)(6) 2014, the patient experienced abdominal pain (¿abdominal pain¿). On (B)(6) 2014, the patient experienced fall (¿fall¿) and ligament sprain (¿ankle sprain¿). In 2015, the patient experienced head injury (¿shock on the head¿). On (B)(6) 2016, the patient experienced cystitis (¿cystitis¿). On (B)(6) 2016, the patient experienced head injury (¿fall on the head¿), and musculoskeletal chest pain (¿rib pain¿). On (B)(6) 2016, the patient experienced erythema (¿heat and redness on face¿), affect lability (¿emotional lability¿) and herpes zoster (¿shingles¿). On (B)(6) 2016, the patient experienced rhinitis (¿persistent rhinitis¿) and nasopharyngitis (¿head cold¿). On (B)(6) 2017, the patient experienced fall (¿2 consecutive falls on left side¿) musculoskeletal chest pain (¿multiple rib pain¿). On (B)(6) 2017, the patient experienced bone pain (¿cranial pain¿). On (B)(6) 2018, the patient experienced procedural pain (¿post-operative pain following disk surgery l4/l5¿), on (B)(6) 2021, the patient experienced thymus disorder (¿thimic disturbance / thymic fragility¿). On unknown date patient experience mixed anxiety and depressive disorder (¿anxio-depressive disorders¿). In (B)(6) 2019, the patient underwent polypectomy ("polypectomy-type surgery under hysteresis, with partial resection of a septum"). In (B)(6) 2020, the patient underwent rotator cuff repair (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with inflammation, adenomyosis (seriousness criteria medically significant and intervention required), allergy to metals ("allergy with nickel"), menstruation irregular ("no regular menstruation cycles after essure insertion"), vertigo ("vertigo"), fall ("falls"), visual impairment ("vision disorders / visual disturbances"), disturbance in attention ("concentration disorders / difficulty concentrating"), cognitive disorder ("cognitive disorders / cognitive impairment"), memory impairment ("memory disorders"), dizziness ("dizziness"), skin warm (¿heat and redness on face¿), polymenorrhoea (¿irregular cycles (shorter)¿), dysmenorrhoea (¿painful menstruations¿), dyspareunia (¿dyspareunia¿), pollakiuria (¿pollakiuria¿), adenomyosis (¿adenomyosis¿), ear disorder (¿ent disorders¿), oropharyngeal discomfort (¿ent disorders¿), memory impairment (¿memory disorders¿), attention deficit hyperactivity disorder (¿attention disorders¿) and intervertebral disc protrusion (¿rotator cuff tear ¿). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018, and on (B)(6) 2020. The patient was treated with surgery (l4 / l5 implants, curettage in (B)(6) 2012, novasure procedure via hysteroscopy on (B)(6) 2013, curettage in (B)(6) 2012 and 2019 and hysterectomy with bilateral salpingectomy (entire essure inserts were removed). Essure was removed on (B)(6) 2020. At the time of the report, the thymus disorder was not resolved/not recovered, heavy menstrual bleeding, device breakage, rotator cuff repair, adenomyosis, pelvic pain, dysmenorrhoea, allergy to metals, metrorrhagia, menstruation irregular, vaginal discharge, abdominal distension, headache, back pain, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, weight increased, dry eye, loss of libido, diarrhoea, constipation, balance disorder, limb discomfort, varicose vein, burning sensation, myalgia, insomnia, vertigo, fall, visual impairment, disturbance in attention, cognitive disorder, abdominal pain upper, memory impairment, asthenia, polypectomy and dizziness was resolving. The reporter provided no causality assessment for abdominal distension, adenomyosis, allergy to metals, back pain, balance disorder, burning sensation, cardiovascular disorder, cognitive disorder, coital bleeding, constipation, device breakage, diarrhoea, disturbance in attention, dry eye, dysmenorrhoea, fall, fatigue, feeling cold, headache, insomnia, limb discomfort, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, pelvic pain, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, vaginal discharge, varicose vein, vertigo, visual impairment, weight increased, back pain, headache, back pain, groin pain, fatigue, myalgia, arthralgia, insomnia, muscle spasms, migraine, menometrorrhagia, haemostasis, abdominal distension, neck pain, arthralgia, constipation, pelvic pain, diaphragmatic disorder, anxiety, multiple allergies, temporomandibular joint syndrome, pubic pain, burnout syndrome, fall, torticollis, vaginal haemorrhage, abdominal distension, diarrhoea, dysmenorrhea, pyrexia, rectal haemorrhage, irritable bowel syndrome, menorrhagia, ligament sprain, head injury, sciatica, torticollis, constipation, cystitis, head injury, bone pain, musculoskeletal chest pain, erythema, affect lability, herpes zoster, rhinitis, nasopharyngitis, diaphragmatic disorder, procedural pain, intervertebral disc operation, myalgia, skin warm, polymenorrhoea, dyspareunia, pollakiuria, adenomyosis, oropharyngeal discomfort, insomnia, memory impairment, attention deficit hyperactivity disorder and rotator cuff tear with essure. The reporter considered abdominal pain upper, asthenia, dizziness, memory impairment, mixed anxiety and depressive disorder and polypectomy to be related to essure. The reporter commented: several cessations of work. The reporter reported that the adverse event adenomyosis was considered one of the causes for removal of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up (amendment) information incorporated above includes: on 02-ago-2021 (amendment) : coding correction performed: pt ¿intervertebral disc protrusion¿ was recoded to the medra llt: ¿rotator cuff tear¿. On 1-jan-2022 :the follow information were included patient details, other treatment products added, new event mixed anxiety and depressive disorder added, thymus disorder outcome updated from unknow to not recovered/not resolved , onset date added to allergy test, date added to skin test positive. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 31-aug-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of heavy menstrual bleeding ("hemorrhagic periods/menorrhagia"), device breakage ("breakage of essure,mineralogic particles found provoking inflammatory pathology"), back pain ("lumbago,sacralgia,lower back pain"), periarthritis ("adhesive capsulitis with rupture of rotator cuff right shoulder"), rotator cuff syndrome ("adhesive capsulitis with rupture of rotator cuff right shoulder/ rotator cuff repair (right shoulder)"), adenomyosis ("adenomyosis"), sciatica ("sciatica pain on disc degeneration"), visual impairment ("vision disorders") and menometrorrhagia ("menometrorrhagia") in a 41 year-old female patient who had essure inserted (lot no. 816061) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("patient indicates device corrodes and by corroding,it releases particles"). The patient had a medical history of elective abortion (with curettage) in 2010, parity 1 (normal delivery (son)) in 2002, astigmatism in 1994, appendectomy in 1981 and allergy to metals, asthma, dust allergy, mite allergy, cyst, hives giant (unknown etiology), allergic asthma, lumbago (since she was 15 years old), myopia correction (laser surgery 1994 and 1995), pain nos, vasovagal attack, giant urticaria (one episode of giant urticaria with unknown etiology), gravida ii, goiter, exertional asthma and genital herpes. Concurrent conditions were listed as deviated nasal septum since 1985 as well as thymus disorder and degenerative disc disease. Concomitant products included myolastan (tetrazepam) for myalgia since (B)(6) 2013, metronidazole for diarrhoea since 2013, trimebutine for diarrhoea since 2013, tetracycline for campylobacter gastroenteritis since 2013, caffeine;papaver somniferum;paracetamol, ignatia (strychnos ignatii) and zelitrex (valaciclovir hydrochloride). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 18 days after essure insertion, she experienced back pain (seriousness criterion hospitalisation). On (B)(6) 2011 she experienced headache ("headaches/headache in headphones / pain in hair right side of"). On (B)(6) 2011 she experienced groin pain ("inguinal pain"). In 2011 she experienced dysmenorrhoea ("painful periods"), intermenstrual bleeding ("bleeding between periods"), vaginal discharge ("translucent or yellowish vaginal discharge"), abdominal distension ("bloating"), coital bleeding ("bleeding after intercourse"), renal pain ("painful kidneys during menses"), migraine ("migraine"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), feeling cold ("sensation of cold"), fatigue ("fatigue"), sleep disorder ("sleep disturbances"), dry eye ("dry eyes"), loss of libido ("loss of libido"), diarrhoea ("very regularly liquid stools/infectious diarrhea"), a first episode of constipation ("constipation"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), varicose vein ("vessels in calves"), skin burning sensation ("burning sensation in face"), myalgia ("muscle pain in full physical exertion"), asthenia ("asthenia") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On (B)(6) 2012 she experienced arthralgia ("left sacro-iliac pain,left scapulalgia,left knee/hip pain,left shoulder pain,joint pain"). On (B)(6) 2012 she experienced muscle spasms ("lower limbs cramps"). In june 2012 she experienced menometrorrhagia (seriousness criterion intervention required). On (B)(6) 2012 she experienced neck pain ("cervical pain/neck pain / rubbing in the"). On (B)(6) 2012 she experienced pelvic pain ("heavy pains in belly,pelvic area"). In 2012 she experienced heavy menstrual bleeding (seriousness criterion intervention required). On (B)(6) 2013 she experienced diaphragmatic disorder ("blocked diaphragm") and anxiety ("anxiety/anguish"). On (B)(6) 2013 she experienced multiple allergies ("allergies"), temporomandibular joint syndrome ("blocked left temporomandibular joints") and pubic pain ("pubalgia"). On (B)(6) 2013 she experienced burnout syndrome ("burn-out"). On (B)(6) 2013 she experienced a first episode of fall ("fall on left side/fall recorrent") and torticollis ("torticollis"). On (B)(6) 2013 she experienced vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2013 she experienced a first episode of abdominal pain ("abdominal pain"). In 2013 she experienced abdominal pain upper ("pain in stomach"), pyrexia ("fever"), abdominal pain lower ("left iliac fossa pain"), rectal haemorrhage ("suspicion of rectal bleeding"), a second episode of abdominal pain ("abdominal pain after a trip in greece"), irritable bowel syndrome ("irritable bowel") and dyspepsia ("digestive troubles (after a trip to greece)"). On (B)(6) 2014 she experienced a third episode of abdominal pain ("abdominal pain"). On (B)(6) 2014 she experienced a fourth episode of abdominal pain ("abdominal pain"). On (B)(6) 2014 she experienced ligament sprain ("ankle sprain"). On (B)(6) 2015 she experienced a second episode of constipation ("constipation"). In 2015 she experienced a first episode of head injury ("shock on head"). On (B)(6) 2016 she experienced cystitis ("cystitis"). On (B)(6) 2016 she experienced a second episode of head injury ("fall on the head") and a first episode of musculoskeletal chest pain ("rib pain"). On (B)(6) 2016 she experienced erythema ("heat and redness on face"), affect lability ("emotional lability") and herpes zoster ("shingles"). On (B)(6) 2016 she experienced rhinitis ("persistent rhinitis") and nasopharyngitis ("head cold"). On (B)(6) 2017 she experienced a second episode of fall ("2 consecutive falls on left side") and a second episode of musculoskeletal chest pain ("multiple rib pain"). On (B)(6) 2017 she experienced bone pain ("cranial pain"). In 2017 she experienced cognitive disorder ("cognitive troubles"), a first episode of memory impairment ("memory problems"), palpitations ("feelings of palpitations"), spinal pain ("pain in spine") and pain in extremity ("pain in lower limbs"). On (B)(6) 2018 she experienced procedural pain ("post-operative pain following disk surgery l4/l5"). In (B)(6) 2019 she experienced polyp ("polyp"). In (B)(6) 2019 she underwent polypectomy ("polypectomy-type surgery under hysteresis, with partial resection of a septum"). In 2019 she experienced sjogren's syndrome ("sicca syndrome"). In (B)(6) 2020 she experienced periarthritis (seriousness criterion hospitalisation) and rotator cuff syndrome (seriousness criterion hospitalisation). In (B)(6) 2020 she experienced mixed anxiety and depressive disorder ("anxio-depressive disorders"). On (B)(6) 2021 she experienced thymus disorder ("thimic disturbance/thymic fragility"). In (B)(6) 2021 she experienced allergy to metals ("allergy nickel"). At an unknown time, she experienced device breakage (seriousness criterion intervention required), adenomyosis (seriousness criterion intervention required), sciatica (seriousness criterion medically important), menstruation irregular ("no regular menstrual cycles"), inflammation ("inflammatory pathology"), vertigo ("vertigo"), a third episode of fall ("falling of bicycle several occasions"), visual impairment (seriousness criterion hospitalisation), disturbance in attention ("concentration disorders"), cognitive disorders ("cognitive disorders/cognitive impairment"), a second episode of memory impairment ("memory disorders/memory difficulties"), dizziness ("dizziness"), skin warm ("heat and redness on face"), polymenorrhoea ("irregular cycles (shorter)"), dyspareunia ("dyspareunia"), pollakiuria ("pollakiuria"), ear, nose and throat disorder ("ent disorders"), attention deficit hyperactivity disorder ("attention disorders"), affective disorder ("mood disorders"), metal poisoning ("heavy metal poisoning tin, nickel"), depression ("depression after a post traumatic stress"), post-traumatic stress disorder ("depression after a post traumatic stress"), musculoskeletal pain ("muscle and joint pain"), clumsiness ("clumsiness") and dry skin ("dry skin") and was found to have intestinal transit time abnormal ("unstable intestinal transit"). The patient was hospitalised from (B)(6) 2018 and in (B)(6) 2020 for an unknown duration. The patient was treated with omega 3 [fish oil], prozac (fluoxetine hydrochloride) and venlafaxine as well as surgery (vaginal hysterectomy/bilateral salpingectomy, hysterectomy/bilateral salpingectomy. Entire essure removed, l4-l5 arthroplasty (B)(6) 2017, rotator cuff repaired, hysterectomy/bilateral salpingectomy , l4-l5 arthrodesis on (B)(6) 2018, haemostatic curettage in (B)(6) 2012,novasure endometrial ablation (B)(6) 2013 and hysteroscopy with resection of the polyp and septum). At the time of the report, the heavy menstrual bleeding, device breakage, periarthritis, rotator cuff syndrome, adenomyosis, pelvic pain, dysmenorrhoea, allergy to metals, intermenstrual bleeding, menstruation irregular, vaginal discharge, abdominal distension, headache, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, weight increased, dry eye, loss of libido, diarrhoea, balance disorder, limb discomfort, varicose vein, skin burning sensation, myalgia, vertigo, latest episode of fall, visual impairment, disturbance in attention, abdominal pain upper, asthenia, polypectomy and dizziness were resolving and the inflammation, cognitive disorders, latest episode of memory impairment, thymus disorder, metal poisoning, depression, post-traumatic stress disorder, intestinal transit time abnormal, musculoskeletal pain, clumsiness and dry skin had not resolved. The outcomes for back pain, sciatica, groin pain, arthralgia, muscle spasms, vaginal haemorrhage, diaphragmatic disorder, anxiety, neck pain, multiple allergies, temporomandibular joint syndrome, pubic pain, burnout syndrome, torticollis, ligament sprain, skin warm, erythema, affect lability, herpes zoster, rhinitis, nasopharyngitis, bone pain, procedural pain, menometrorrhagia, pyrexia, abdominal pain lower, rectal haemorrhage, irritable bowel syndrome, polymenorrhoea, dyspareunia, pollakiuria, ear, nose and throat disorder, attention deficit hyperactivity disorder, insomnia, sjogren's syndrome, cystitis, mixed anxiety and depressive disorder, dyspepsia, cognitive disorder, palpitations, spinal pain, pain in extremity, polyp, affective disorder, the last episode of constipation, the last episode of head injury, the last episode of musculoskeletal chest pain and the last episode of abdominal pain were unknown. The reporter considered abdominal distension, the first episode of abdominal pain, abdominal pain upper, adenomyosis, affective disorder, allergy to metals, arthralgia, asthenia, back pain, balance disorder, clumsiness, cognitive disorder, cognitive disorders, coital bleeding, depression, device breakage, diarrhoea, disturbance in attention, dizziness, dry skin, dysmenorrhoea, dyspepsia, the third episode of fall, headache, heavy menstrual bleeding, intermenstrual bleeding, intestinal transit time abnormal, loss of libido, the first episode of memory impairment, the second episode of memory impairment, menstruation irregular, metal poisoning, mixed anxiety and depressive disorder, musculoskeletal pain, myalgia, pain in extremity, palpitations, pelvic pain, periarthritis, polyp, polypectomy, post-traumatic stress disorder, pubic pain, rotator cuff syndrome, sjogren's syndrome, sleep disorder, spinal pain, thymus disorder, vaginal discharge, vaginal haemorrhage, vertigo and visual impairment to be related to essure administration. No causality assessment was received for essure with regard to migraine, fatigue, weight increased, dry eye, feeling cold, renal pain, peripheral coldness, the first episode of constipation, limb discomfort, cardiovascular disorder, varicose vein, skin burning sensation, inflammation, groin pain, muscle spasms, diaphragmatic disorder, anxiety, neck pain, multiple allergies, temporomandibular joint syndrome, burnout syndrome, the first episode of fall, torticollis, ligament sprain, the first episode of head injury, the second episode of constipation, the second episode of head injury, skin warm, erythema, affect lability, herpes zoster, rhinitis, nasopharyngitis, the second episode of fall, bone pain, the second episode of musculoskeletal chest pain, procedural pain, menometrorrhagia, pyrexia, abdominal pain lower, rectal haemorrhage, the second episode of abdominal pain, irritable bowel syndrome, polymenorrhoea, dyspareunia, pollakiuria, ear, nose and throat disorder, attention deficit hyperactivity disorder, insomnia, sciatica, cystitis, the third episode of abdominal pain, the fourth episode of abdominal pain or the first episode of musculoskeletal chest pain. The reporter commented: essure insertion uneventful,3 turns of spirals in each horn. Several cessations of work and loss of income. The reporter commented adenomyosis was considered one of the causes for removal of the essure. The memory troubles seem to be linked to thymic disturbance. The brain MRI is normal. Sciatica on degenerative disc disease. Patient participated in a study on removal of essure, which are believed to release tin. The device corrodes and that by corroding,it releases particles. There was a link between gynecological symptoms and essure. The pathological report following the examination of uterine organs revealed,besides adenomyosis of uterus,the presence of abundant granulomas and that the proximity characterized the causal link between these symptoms and essure. The foreign bodies caused an inflammatory reaction,which favored the appearance of adenomyosis. Essure caused fibrosis,an inflammatory reaction,and among the contributing factors to the appearance of adenomyosis are traumatic tissue damage,and essure was objectively a factor favoring the appearance of adenomyosis. According to allergist report from 07-aug-2021,allergies for dust mites was first identified,but no proven allergies were found for pollens or for iodine. They nonetheless noted,as a second step,by tests at 48hours,moderate contact allergy (eczema) for nickel and chromium. O allergies were found for tone,diamines,peruvian balms or resins. Her gynecologist mentioned a probable pre-menopause or menopause. In 2019, the patient considered the link between her symptoms and essure. Her surgeon stated that there was metallic artifact in her uterus. Work stoppage since (B)(6) 2020 the patient had sophrology sessions from (B)(6) 2021 to (B)(6) 2021, psychiatric sessions since (B)(6) 2020. Treated with venlafaxine (2 times per day) in 2023, symptoms not recovered, due to heavy metal poisoning, according to the patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.567 kg/sqm. [Abdominal x-ray] on (B)(6) 2020: essure inserts correctly placed no migration and no fragment. [Allergy test] in 2021: allergy with nickel and chromium. [Biopsy] on (B)(6) 2012: biopsy for significant metrorrhagia: bhcg negative; on (B)(6) 2012: hemostatic curettage with biopsy is without abnormality; on (B)(6) 2019: endometrium: without abnormality; on (B)(6) 2020: the myometrium is the site of significant adenomyosis and that in the 2 uterine horns, in addition to adenomyosis, there are abundant resorptive macrophagic granulomas with multinucleated giant cells phagocytosing a blackish pigment. The minapath analysis of a removed uterine horn, mainly found particles of silver tin and calcium included in an organic sleeve residue [blood test] on (B)(6) 2020: plasma tin dosage :0.77 and in the blood 0.26; on (B)(6) 2020: plasma nickel dosage : 4.8 (vs 1.3 normal 95 percentile). Plasma tin dosage: less than 0.10 (vs less than 0.70 95 percentile) and in blood of 22.63 (vs less than 0.60 95 percentile). The circulating advanced rates must be put into perspective in relation to: - the standards expressed in percentile. - the absence of any information on the patient's lifestyle (including her diet) the essure device has been completely removed, 6 months ago and it is difficult to see how there could still be a circulation of nickel as well as tin coming from essure. We did not have the rate of these 2 metals before essure¿s removal.; in 2021: abnormal concentration of nickel and tin in blood [colonoscopy] in 2013: for abdominal pain and transit disorders: without tangible results; on (B)(6) 2013: persistence of liquids in left sigmoid and colon [culture stool] in 2013: presence of campylobacter [hair metal test] (date unknown): toxicological analysis of patient¿s hairs showed that tin concentration was upper than limit of chronic toxicity [heavy metal test] on (B)(6) 2020: the plasma tin dosage of (B)(6) 2020 is 0.77 and in the blood 0.26; on (B)(6) 2020: plasma nickel dosage of 4.8 (vs 1.3 normal 95 percentile) and plasma tin dosage of (B)(6) 2020 shows a plasma value of less than 0.10 (vs less than 0.70 95 percentile) blood of 22.63 (vs less than 0.60 95 percentile) [hysteroscopy] on (B)(6) 2011: implantation of essure carried out without any reported problem; in 2019: uterine septum resection under hysteroscopy; on (B)(6) 2019: suspect image of fibroma or polyp in the uterine fundus. And conclusion: uterus, curettage - endometrium not represented (minimal material). Squamous epithelium without malignancy [magnetic resonance imaging] on (B)(6) 2018: l4-l5 disk disease; on (B)(6) 2020: adenomyosis, usual position of essure inserts, suspicion of breakage of essure inserts due to presence of small artefacts.; on (B)(6) 2020: after l4 l5 interbody fusion cage implanted. In 2018: finding of metal cage debris, the length of the debris (7x3 mm) of which shows the importance of these; on (B)(6) 2021: head: no abnormality. [Microscopy] (date unknown): electron microscopy imaging coupled with an edx analysis (identification of micromolecular particles). [Neurological examination] on (B)(6) 2021: some working memory troubles but in a context of thymic disturbance which can impact on memory: [neuropsychological test] on (B)(6) 2021: showing some working memory troubles but in a context of thymic disturbance which can impact on memory. [Pathology test] on (B)(6) 2020: the myometrium is the site of significant adenomyosis and that in both uterine horns, in addition to adenomyosis, abundant resorptive macrophagic granulomas with multinucleated giant cells phagocytosing a blackish pigment. The minapath analysis of a removed uterine horn, mainly found particles of silver tin and calcium included in an organic sleeve residue. [Physical examination] on (B)(6) 2018: pain in l4-l5 region. [Skin test positive] in (B)(6) 2021: a moderate contact allergy (eczema) for nickel and for chromium was noted during tests at 48 hours. No allergies were found for titone, diamines, peruvian balms or resins. [Spinal x-ray] on (B)(6) 2018: t12-l3 scoliosis. [Ultrasound pelvis] on (B)(6) 2018: vesicular lithiasis with no sign of complication; on (B)(6) 2020: right ovary cyst. [Ultrasound uterus] in 2012: thin endometrium. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 31-aug-2023: summons & medical record received. Events heavy metal poisoning, muscle & joint pain, depression, post traumatic stress, unstable intestinal transit , dry skin & clumsiness are added. Medical history added. Lab data updated. Reporter causality comment updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 22-mar-2022. This spontaneous case was reported by a consumer via lawyer and describes the occurrence of heavy menstrual bleeding (hemorrhagic periods/menorrhagia), device breakage (breakage of essure,mineralogic particles found provoking inflammatory pathology), periarthritis (adhesive capsulitis with rupture of rotator cuff right shoulder), rotator cuff syndrome (adhesive capsulitis with rupture of rotator cuff right shoulder), adenomyosis (adenomyosis), sciatica (sciatica pain on disc degeneration), in a 41-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted for sterilization. On (B)(6) 2011, the patient experienced back pain (lumbago,sacralgia,lower back pain). On (B)(6) 2011, had headache (headaches/headache in headphones). On (B)(6) 2011, experienced groin pain (inguinal pain). In 2011, she had intermenstrual bleeding (bleeding between periods), dysmenorrhea (painful periods), vaginal discharge (translucent or yellowish vaginal discharge), abdominal distension (bloating), coital bleeding (bleeding after intercourse), renal pain (painful kidneys during menses), migraine (migraine), cardiovascular disorder (poor blood circulation), peripheral coldness (cold feet and hands), feeling cold (sensation of cold), fatigue (fatigue), sleep disorder (sleep disturbances), dry eye (dry eyes), loss of libido (loss of libido), diarrhoea (very regularly liquid stools/infectious diarrhea), constipation (constipation), balance disorder (loss of balance), limb discomfort (feeling of heavy legs), varicose vein (vessels in calves), burning sensation (burning sensation in face), myalgia (muscle pain in full physical exertion), asthenia (asthenia), insomnia (insomnia) and weight increased (weight gain). On (B)(6) 2012, the patient experienced arthralgia (left sacro-iliac pain,left scapulalgia,left knee/hip pain,left shoulder pain,joint pain). On (B)(6) 2012, she had muscle spasms (lower limbs cramps). In (B)(6) 2012, she experienced menometrorrhagia (menometrorrhagia). On (B)(6) 2012, she experienced neck pain (cervical pain/neck pain). On (B)(6) 2012, she had pelvic pain (heavy pains in belly,pelvic area). In 2012, she experienced heavy menstrual bleeding (seriousness criteria intervention required). On (B)(6) 2013, she experienced diaphragmatic disorder (blocked diaphragm) and anxiety (anxiety/anguish). On (B)(6) 2013, she had multiple allergies (allergies), temporomandibular joint syndrome (blocked left temporomandibular joints) and pubic pain (pubalgia). On 15-may-2013, she had burnout syndrome (burn-out). On (B)(6) 2013, she experienced fall (fall on left side/fall recorrent), torticollis (torticollis). On (B)(6) 2013, she experienced vaginal haemorrhage (vaginal bleeding). On (B)(6) 2013, the patient experienced abdominal pain (abdominal pain). In 2013, the patient experienced abdominal pain upper (pain in stomach), pyrexia (fever), abdominal pain lower (left iliac fossa pain), rectal haemorrhage (suspicion of rectal bleeding), abdominal pain (abdominal pain after a trip in greece), irritable bowel syndrome (irritable bowel), dyspepsia ((digestive troubles (after a trip to greece)). On (B)(6) 2014, the patient experienced abdominal pain (abdominal pain). On (B)(6) 2014, the patient experienced abdominal pain (abdominal pain). On (B)(6) 2014, the patient experienced fall (falling of bicycle several occasions) and ligament sprain (ankle sprain). On (B)(6) 2015, she had constipation (constipation). In 2015, experienced head injury (shock on head). On (B)(6) 2016, the patient experienced cystitis (cystitis). On (B)(6) 2016, she experienced head injury (fall on the head) and musculoskeletal chest pain (rib pain). On (B)(6) 2016, she experienced erythema (heat and redness on face), affect lability (emotional lability), herpes zoster (shingles). On (B)(6) 2016, she had rhinitis (persistent rhinitis), nasopharyngitis (head cold). On (B)(6) 2017, the patient experienced fall (2 consecutive falls on left side) and musculoskeletal chest pain (multiple rib pain). On (B)(6) 2017, she had bone pain (cranial pain). In 2017, she experienced cognitive disorder (cognitive troubles), memory impairment (memory problems), palpitations (feelings of palpitations), spinal pain (pain in spine), pain in extremity (pain in lower limbs). On (B)(6) 2018, the patient experienced procedural pain (post-operative pain following disk surgery l4/l5). In (B)(6) 2019, the patient underwent polypectomy (polypectomy-type surgery under hysteresis, with partial resection of a septum). In 2019, she had sjogren¿s syndrome (sicca syndrome). In (B)(6) 2020, she had mixed anxiety and depressive disoerder (anxio-depressive disorders). On (B)(6) 2021, the patient experienced thymus disorder (thimic disturbance/thymic fragility) with cognitive disorder and memory impairment. In (B)(6) 2021 allergy to metals (allergy nickel). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with inflammation, adenomyosis (seriousness criteria intervention required), menstruation irregular (no regular menstrual cycles), vertigo (vertigo), visual impairment (vision disorders), disturbance in attention (concentration disorders), dizziness (dizziness), device material issue (patient indicates device corrodes and by corroding,it releases particles), skin warm (heat and redness on face), polymenorrhoea (irregular cycles (shorter)), dyspareunia (dyspareunia), pollakiuria (pollakiuria), adenomyosis (adenomyosis), ear, nose and throat disorder (ent disorders), sciatica (sciatica pain on disc degeneration), affective disorder (mood disorders) polyp (polyp) and attention deficit hyperacttivity disorder (attention disorders). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018, and on (B)(6) 2020. The patient was treated with surgery (l4/l5 implants, surgery haemostatic curettage in (B)(6) 2012,novasure endometrial ablation (B)(6) 2013, hysterectomy/bilateral salpingectomy (entire essure inserts were removed). Essure was removed on (B)(6) 2020. At the time of the report, the thymus disorder was not resolved/not recovered. Heavy menstrual bleeding, device breakage, headache, rotator cuff syndrome, periarthritis, adenomyosis, intermenstrual bleeding, dysmenorrhea, vaginal discharge, abdominal distension, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, dry eye, loss of libido, diarrhoea, constipation, balance disorder, limb discomfort, varicose vein, burning sensation, myalgia, asthenia, weight increased, pelvic pain, abdominal pain upper, fall, allergy to metals, menstruation irregular, vertigo, visual impairment, disturbance in attention, dizziness, back pain, insomnia, polypectomy was resolving. The reporter provided no causality assessment for abdominal pain lower, ear, nose and throat disorder, abdominal pain, burning sensation, torticollis, cardiovascular disorder, dry eye, fatigue, feeling cold, limb discomfort, peripheral coldness, renal pain, varicose vein, weight increased, groin pain, muscle spasms, migraine, menometrorrhagia, neck pain, constipation, diaphragmatic disorder, anxiety, multiple allergies, temporomandibular joint syndrome, burnout syndrome, fall, torticollis, pyrexia, rectal haemorrhage, irritable bowel syndrome, ligament sprain, head injury, sciatica, constipation, cystitis, head injury, bone pain, musculoskeletal chest pain, erythema, affect lability, herpes zoster, rhinitis, nasopharyngitis, procedural pain, skin warm, polymenorrhoea, dyspareunia, pollakiuria, insomnia, attention deficit hyperactivity disorder the reporter considered heavy menstrual bleeding, periarthritis, rotator cuff syndrome, abdominal distension, arthralgia, abdominal pain, pubic pain, sleep disorder, vaginal discharge, loss of libido, , pelvic pain, intermenstrual bleeding, menstruation irregular, back pain, vertigo, vaginal haemorrhage, diarrhoea, visual impairment, adenomyosis, dysmenorrhoea, allergy to metals, fall, memory impairment, balance disorder, myalgia, abdominal pain upper, asthenia, dizziness, headache, cognitive disorder, coital bleeding, palpitations, affective disorder, device breakage, dyspepsia, sjogren¿s syndrome, device material issue, thymus disorder, spinal pain, pain in extremity, polyp, disturbance in attention, mixed anxiety and depressive disorder and polypectomy to be related to essure. The reporter commented: essure insertion uneventful,3 turns of spirals in each horn.several cessations of work and loss of income.the reporter commented adenomyosis was considered one of the causes for removal of the essure.the memory troubles seem to be linked to thymic disturbance.the brain MRI is normal.sciatica on degenerative disc disease.patient participated in a study on removal of essure, which are believed to release tin.the device corrodes and that by corroding,it releases particles.there was a link between gynecological symptoms and essure.the pathological report following the examination of uterine organs revealed,besides adenomyosis of uterus,the presence of abundant granulomas and that the proximity characterized the causal link between these symptoms and essure.the foreign bodies caused an inflammatory reaction,which favored the appearance of adenomyosis.essure caused fibrosis,an inflammatory reaction,and among the contributing factors to the appearance of adenomyosis are traumatic tissue damage,and essure was objectively a factor favoring the appearance of adenomyosis.according to allergist report from (B)(6) 2021,allergies for dust mites was first identified,but no proven allergies were found for pollens or for iodine.they nonetheless noted,as a second step,by tests at 48hours,moderate contact allergy (eczema) for nickel and chromium. O allergies were found for titone,diamines,peruvian balms or resins. Most recent follow-up information incorporated above includes: on (B)(6) 2022: heavy menstrual bleeding onset date updated;digestive troubles,cognitive troubles,memory problems,feelings of palpitations,pain in spine,pain in lower limbs,polyp,mood disorders added as event;rotator cuff repaired updated to adhesive capsulitis with rupture of the rotator cuff right shoulder;hemostatic curettage changed to menometrorrhagia treatment;new lab test result, medical history,concomitant and treatment drug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2020. The most recent information was received on 16-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhagic periods'), device breakage ('breakage of essure, mineralogic particles were found provoking inflammatory pathology') and rotator cuff repair ('rotator cuff repaired') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods"), vaginal discharge ("translucent or yellowish vaginal discharge"), abdominal distension ("bloating"), coital bleeding ("bleeding after intercourse"), renal pain ("painful kidneys during menstruation"), migraine ("migraine"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), feeling cold ("constant sensation of cold"), fatigue ("fatigue"), sleep disorder ("disturbed sleep"), dry eye ("dry eyes"), loss of libido ("loss of libido"), diarrhoea ("very regularly liquid stools"), constipation ("constipation"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("heavy pains in belly, in pelvic area"). In 2017, the patient experienced back pain ("disabling intense pains in lumbar area l4 l5"). In (B)(6) 2020, the patient underwent rotator cuff repair (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with inflammation, allergy to metals ("allergy with nickel"), menstruation irregular ("no regular menstruation cycles after essure insertion"), headache ("headaches"), adenomyosis ("adenomyosis"), vertigo ("vertigo"), fall ("falls"), visual impairment ("vision disorders"), disturbance in attention ("concentration disorders") and cognitive disorder ("cognitive disorders"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (l4 / l5 implants and curettage in (B)(6) 2012, novasure ablation in (B)(6) 2013, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, device breakage, rotator cuff repair, pelvic pain, dysmenorrhoea, allergy to metals, metrorrhagia, vaginal discharge, abdominal distension, headache, back pain, adenomyosis, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, weight increased, dry eye, loss of libido, diarrhoea, constipation, balance disorder, limb discomfort, varicose vein, burning sensation, myalgia, insomnia, vertigo, fall, visual impairment and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal distension, adenomyosis, allergy to metals, back pain, balance disorder, burning sensation, cardiovascular disorder, cognitive disorder, coital bleeding, constipation, device breakage, diarrhoea, disturbance in attention, dry eye, dysmenorrhoea, fall, fatigue, feeling cold, headache, insomnia, limb discomfort, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, pelvic pain, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, vaginal discharge, varicose vein, vertigo, visual impairment and weight increased with essure. The reporter commented: several cessations of work. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2002824) on 02-mar-2020. The most recent information was received on 10-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('hemorrhagic periods'), device breakage ('breakage of essure, mineralogic particles were found provoking inflammatory pathology') and rotator cuff repair ('rotator cuff repaired') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included surgery in (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods"), vaginal discharge ("translucent or yellowish vaginal discharge"), abdominal distension ("bloating"), coital bleeding ("bleeding after intercourse"), renal pain ("painful kidneys during menstruation"), migraine ("migraine"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), feeling cold ("constant sensation of cold"), fatigue ("fatigue"), sleep disorder ("disturbed sleep"), dry eye ("dry eyes"), loss of libido ("loss of libido"), diarrhoea ("very regularly liquid stools"), constipation ("constipation"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). In 2013, the patient experienced pelvic pain ("heavy pains in belly, in pelvic area"). In 2017, the patient experienced back pain ("disabling intense pains in lumbar area l4 l5"). In (B)(6) 2020, the patient underwent rotator cuff repair (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with inflammation, allergy to metals ("allergy with nickel"), menstruation irregular ("no regular menstruation cycles after essure insertion"), headache ("headaches"), adenomyosis ("adenomyosis"), vertigo ("vertigo"), fall ("falls"), visual impairment ("vision disorders"), disturbance in attention ("concentration disorders") and cognitive disorder ("cognitive disorders"). The patient was hospitalized on (B)(6) 2020. The patient was treated with surgery (l4 / l5 implants and curettage in (B)(6) 2012, novasure ablation in jan-2013, hysterectomy with bilateral salpingectomy). Essure was removed on 23-jun-2020. At the time of the report, the menorrhagia, device breakage, rotator cuff repair, pelvic pain, dysmenorrhoea, allergy to metals, metrorrhagia, vaginal discharge, abdominal distension, headache, back pain, adenomyosis, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, weight increased, dry eye, loss of libido, diarrhoea, constipation, balance disorder, limb discomfort, varicose vein, burning sensation, myalgia, insomnia, vertigo, fall, visual impairment and disturbance in attention outcome was unknown. The reporter provided no causality assessment for abdominal distension, adenomyosis, allergy to metals, back pain, balance disorder, burning sensation, cardiovascular disorder, cognitive disorder, coital bleeding, constipation, device breakage, diarrhoea, disturbance in attention, dry eye, dysmenorrhoea, fall, fatigue, feeling cold, headache, insomnia, limb discomfort, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, pelvic pain, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, vaginal discharge, varicose vein, vertigo, visual impairment and weight increased with essure. The reporter commented: several cessations of work quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: patient date of birth updated. Essure product indication and date explanted added. Device removal updated. New events added: ¿device breakage¿, ¿allergy to metals¿, ¿adenomyosis¿, ¿inflammation¿, ¿pelvic pain¿, ¿vertigo¿, "falls", cognitive and concentration disorders added. Reason for implants in l4 l5 provided (intense pains). Additional surgeries reported (endometrial curettage and ablation for menorrhagia), based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 02-mar-2020. The most recent information was received on 19-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('hemorrhagic periods / menstrual cycle with heavy bleeding'), device breakage ('breakage of essure, mineralogic particles were found provoking inflammatory pathology'), rotator cuff repair ('rotator cuff repaired') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced back pain ("lumbago, back pain"). On (B)(6) 2011, the patient experienced back pain (¿sacralgia"). On (B)(6) 2011, the patient experienced headache (¿headaches / helmet headaches"). On (B)(6) 2011, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2011, the patient experienced back pain (¿lumbar pain"), groin pain (¿inguinal pain"). On (B)(6) 2011, the patient experienced back pain (¿back pain / lumbar pain"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods / menstrual cycles with heavy bleeding"), vaginal discharge ("translucent or yellowish vaginal discharge"), abdominal distension ("bloating"), coital bleeding ("bleeding after intercourse"), renal pain ("painful kidneys during menstruation"), migraine ("migraine"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), feeling cold ("constant sensation of cold"), fatigue ("fatigue"), sleep disorder ("disturbed sleep / sleep disturbances"), dry eye ("dry eyes"), loss of libido ("loss of libido"), diarrhoea ("very regularly liquid stools"), constipation ("constipation"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion / muscle pain") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced headache (¿headaches ") and back pain (¿back pain, sacralgia"). On (B)(6) 2012, the patient experienced fatigue (¿intense fatigue") and myalgia (¿generalized muscle pain"). On (B)(6) 2012, the patient experienced arthralgia (¿left sacro-iliac pain, left scapulalgia"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2012, the patient experienced insomnia (¿insomnia"), muscle spasms (¿lower limbs cramps") and migraine (¿migraines"). In (B)(6) 2012, the patient experienced menometrorrhagia (¿menometrorrhagia¿). On (B)(6) 2012, the patient experienced haemostasis (¿hemostatic curettage"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain") and abdominal distension (¿bloating"). On (B)(6) 2012, the patient experienced neck pain (¿cervical pain"), arthralgia (¿left shoulder pain") and constipation (¿constipation"). On (B)(6) 2012, the patient experienced migraine (¿migraines"). On (B)(6) 2012, the patient experienced headache (¿headaches"). On (B)(6) 2012, the patient experienced neck pain (¿cervical pain") and arthralgia (¿left shoulder pain"). On (B)(6) 2012, the patient experienced headache (¿headaches") and arthralgia (¿left scapulalgia"). On (B)(6) 2012, the patient experienced pelvic pain (¿pelvis pain"). On (B)(6) 2013, the patient experienced headache (¿headaches"), back pain (¿sacralgia"), diaphragmatic disorder (¿blocked diaphragm") and anxiety (¿anxiety"). On (B)(6) 2013, the patient experienced headache (¿headaches"), neck pain (¿cervical pain") and back pain (¿lumbar pain"). On (B)(6) 2013, the patient experienced anxiety (¿anxiety"). On (B)(6) 2013, the patient experienced headache (¿headaches"), back pain (¿lumbar pain") and diaphragmatic disorder (¿blocked diaphragm"). On (B)(6) 2013, the patient experienced multiple allergies (¿allergies¿), arthralgia (¿left shoulder pain"), temporomandibular joint syndrome (¿blocked left temporomandibular joints") and pubic pain (¿pubalgia"). On (B)(6) 2013, the patient experienced burnout syndrome (¿burn-out"), neck pain (¿cervical pain") and diaphragmatic disorder (¿blocked diaphragm"). On (B)(6) 2013, the patient experienced neck pain (¿cervical pain") and anxiety (¿anxiety"). On (B)(6) 2013, the patient experienced fall (¿fall on left side¿), torticollis (¿torticollis¿) and arthralgia (¿left knee and hip pain"). On (B)(6) 2013, the patient experienced back pain (¿lumbar pain") and vaginal haemorrhage (¿vaginal bleeding"). On (B)(6) 2013, the patient experienced burnout syndrome (¿burn-out") and back pain (¿lumbar pain"). On (B)(6) 2013, the patient experienced abdominal pain (¿abdominal pain¿) and abdominal distension (¿bloating"). In (B)(6) 2013, the patient experienced diarrhoea (¿sudden diarrhea¿). On (B)(6) 2013, the patient experienced abdominal pain (¿abdominal pain¿) and abdominal distension (¿bloating"). On (B)(6) 2013, the patient experienced back pain (¿back pain"). On (B)(6) 2013, the patient experienced dysmenorrhea (¿dysmenorrhea¿), headache (¿headaches") and back pain (¿lumbar pain"). In 2013, the patient experienced pelvic pain ("heavy pains in belly, in pelvic area"), abdominal pain upper ("significant pain in the stomach"), diarrhoea (¿diarrhoea¿), pyrexia (¿fever¿), abdominal pain lower (¿left iliac fossa pain¿), rectal haemorrhage (¿suspicion of rectal bleeding¿), abdominal pain (¿abdominal pain following a trip in greece¿) and irritable bowel syndrome (¿irritable bowel¿). On (B)(6) 2014, the patient experienced abdominal pain (¿abdominal pain¿), headache (¿headaches") and back pain (¿lumbar pain"). On (B)(6) 2014, the patient experienced abdominal pain (¿abdominal pain¿), abdominal distension (¿bloating") and menorrhagia (¿abundant menstruations¿). On (B)(6) 2014 abdominal pain (¿abdominal pain¿), abdominal distension (¿bloating") and menorrhagia (¿abundant menstruations¿). On (B)(6) 2014, the patient experienced fall (¿fall¿) and ligament sprain (¿ankle sprain¿). On (B)(6) 2015, the patient experienced head injury (¿shock on the head¿), headache (¿headaches") and sciatica (¿sciatica¿). On (B)(6) 2015, the patient experienced head injury (¿shock on the head¿), headache (¿occipital pain") and sciatica (¿residual sciatica pain¿). On (B)(6) 2015, the patient experienced torticollis (¿torticollis¿) and abdominal pain (¿abdominal pain¿). On (B)(6) 2015, the patient experienced back pain (¿lumbago"), sciatica (¿cruralgia¿) and constipation (¿constipation"). On (B)(6) 2016, the patient experienced cystitis (¿cystitis¿) and neck pain (¿cervical pain¿). On (B)(6) 2016, the patient experienced head injury (¿fall on the head¿), headache (¿headaches"), bone pain (¿cranial pain¿), arthralgia (¿left scapulalgia") and musculoskeletal chest pain (¿rib pain¿). On (B)(6) 2016, the patient experienced back pain (¿lumbago"), erythema (¿heat and redness on face¿), affect lability (¿emotional lability¿) and herpes zoster (¿shingles¿). On (B)(6) 2016, the patient experienced arthralgia (¿left shoulder pain") and sciatica (¿right sciatica¿). On (B)(6) 2016, the patient experienced rhinitis (¿persistent rhinitis¿) and nasopharyngitis (¿head cold¿). On (B)(6) 2017, the patient experienced fall (¿2 consecutive falls on left side¿), headache (¿headaches"), torticollis (¿torticollis¿), back pain (¿back pain"), musculoskeletal chest pain (¿multiple rib pain¿). On (B)(6) 2017, the patient experienced bone pain (¿cranial pain¿). On (B)(6) 2017, the patient experienced arthralgia (¿shoulder, scapula and left sacro-iliac pain"). On (B)(6) 2017, the patient experienced back pain (¿sacralgia") and diaphragmatic disorder (¿blocked diaphragm"). On (B)(6) 2017, the patient experienced arthralgia (¿left sacro-iliac pain"), headache (¿headaches"). In (B)(6) 2017, the patient experienced back pain (seriousness criterion hospitalization). In 2017, the patient experienced back pain ("disabling intense pains in lumbar area l4 l5 / pain in the lumbar region"). On (B)(6) 2018, the patient experienced procedural pain (¿post-operative pain following disk surgery l4/l5¿), intervertebral disc operation (¿post-operative pain following disk surgery l4/l5¿) and menorrhagia (¿menorrhagia¿). In (B)(6) 2019, the patient underwent polypectomy ("polypectomy-type surgery under hysteresis, with partial resection of a septum"). In (B)(6) 2020, the patient underwent rotator cuff repair (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with inflammation, adenomyosis (seriousness criteria medically significant and intervention required), allergy to metals ("allergy with nickel"), menstruation irregular ("no regular menstruation cycles after essure insertion"), headache ("headaches / headache in headphones"), vertigo ("vertigo"), fall ("falls"), visual impairment ("vision disorders / visual disturbances"), disturbance in attention ("concentration disorders / difficulty concentrating"), cognitive disorder ("cognitive disorders / cognitive impairment"), memory impairment ("memory disorders"), asthenia ("asthenia"), dizziness ("dizziness"), myalgia (¿left pyramidalis muscle pain¿), skin warm (¿heat and redness on face¿), polymenorrhoea (¿irregular cycles (shorter)¿), dysmenorrhoea (¿painful menstruations¿), dyspareunia (¿dyspareunia¿), pelvic pain (¿pelvis pain¿), pollakiuria (¿pollakiuria¿), adenomyosis (¿adenomyosis¿), ear disorder (¿ent disorders¿), oropharyngeal discomfort (¿ent disorders¿), insomnia (¿insomnia¿), memory impairment (¿memory disorders¿), attention deficit hyperactivity disorder (¿attention disorders¿) and intervertebral disc protrusion (¿supraspinatus rupture¿). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018, and on (B)(6) 2020. The patient was treated with surgery (l4 / l5 implants, curettage in (B)(6) 2012, novasure procedure via hysteroscopy on (B)(6) 2013, curettage in (B)(6) 2012 and hysterectomy with bilateral salpingectomy (entire essure inserts were removed). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, device breakage, rotator cuff repair, adenomyosis, pelvic pain, dysmenorrhoea, allergy to metals, metrorrhagia, menstruation irregular, vaginal discharge, abdominal distension, headache, back pain, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, weight increased, dry eye, loss of libido, diarrhoea, constipation, balance disorder, limb discomfort, varicose vein, burning sensation, myalgia, insomnia, vertigo, fall, visual impairment, disturbance in attention, cognitive disorder, abdominal pain upper, memory impairment, asthenia, polypectomy and dizziness was resolving. The reporter provided no causality assessment for abdominal distension, adenomyosis, allergy to metals, back pain, balance disorder, burning sensation, cardiovascular disorder, cognitive disorder, coital bleeding, constipation, device breakage, diarrhoea, disturbance in attention, dry eye, dysmenorrhoea, fall, fatigue, feeling cold, headache, insomnia, limb discomfort, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, pelvic pain, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, vaginal discharge, varicose vein, vertigo, visual impairment, weight increased, back pain, headache, back pain, groin pain, fatigue, myalgia, arthralgia, insomnia, muscle spasms, migraine, menometrorrhagia, haemostasis, abdominal distension, neck pain, arthralgia, constipation, pelvic pain, diaphragmatic disorder, anxiety, multiple allergies, temporomandibular joint syndrome, pubic pain, burnout syndrome, fall, torticollis, vaginal haemorrhage, abdominal distension, diarrhoea, dysmenorrhea, pyrexia, rectal haemorrhage, irritable bowel syndrome, menorrhagia, ligament sprain, head injury, sciatica, torticollis, constipation, cystitis, head injury, bone pain, musculoskeletal chest pain, erythema, affect lability, herpes zoster, rhinitis, nasopharyngitis, diaphragmatic disorder, procedural pain, intervertebral disc operation, myalgia, skin warm, polymenorrhoea, dyspareunia, pollakiuria, adenomyosis, oropharyngeal discomfort, insomnia, memory impairment, attention deficit hyperactivity disorder and intervertebral disc protrusion with essure. The reporter considered abdominal pain upper, asthenia, dizziness, memory impairment and polypectomy to be related to essure. The reporter commented: several cessations of work. The reporter reported that the adverse event adenomyosis was considered one of the causes for removal of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jan-2021: new reporter type added and new events reported - back pains, headaches, groin pains, fatigues, myalgias, cramps, migraines, menorrhagia, bloating, cervical pains, shoulder pains, pelvic pains, blocked diaphragm, anxiety, allergies, blocked temporomandibular joints, pubalgia, burn-out, falls, torticollis, knee and hip pains, abdominal pains, dysmenorrhea, ankle sprain, shock on the head, occipital pains, sciatica pains, lumbago, cruralgia, constipation's, cranial pains, scapulalgia, rib pains, cystitis, heat and redness on face, emotional lability, shingles, rhinitis, head cold, scapula and left sacro-iliac pain, diarrhea with fever, irritable bowel, dyspareunia, pollakiuria, adenomyosis, ent disorders, insomnia, memory disorders, attention disorders and helmet headaches. The surgical procedures, hospitalizations, laboratory tests and concomitant drugs were also provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 02-mar-2020. The most recent information was received on 19-jan-2021. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('hemorrhagic periods / menstrual cycle with heavy bleeding'), device breakage ('breakage of essure, mineralogic particles were found provoking inflammatory pathology'), rotator cuff repair ('rotator cuff repaired') and adenomyosis ('adenomyosis') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced back pain ("lumbago, back pain"). On (B)(6) 2011, the patient experienced back pain (¿sacralgia"). On (B)(6) 2011, the patient experienced headache (¿headaches / helmet headaches"). On (B)(6) 2011, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2011, the patient experienced back pain (¿lumbar pain"), groin pain (¿inguinal pain"). On (B)(6) 2011, the patient experienced back pain (¿back pain / lumbar pain"). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods / menstrual cycles with heavy bleeding"), vaginal discharge ("translucent or yellowish vaginal discharge"), abdominal distension ("bloating"), coital bleeding ("bleeding after intercourse"), renal pain ("painful kidneys during menstruation"), migraine ("migraine"), cardiovascular disorder ("poor blood circulation"), peripheral coldness ("cold feet and hands"), feeling cold ("constant sensation of cold"), fatigue ("fatigue"), sleep disorder ("disturbed sleep / sleep disturbances"), dry eye ("dry eyes"), loss of libido ("loss of libido"), diarrhoea ("very regularly liquid stools"), constipation ("constipation"), balance disorder ("loss of balance"), limb discomfort ("feeling of heavy legs"), varicose vein ("appearance of vessels in the calves"), burning sensation ("burning sensation in the face"), myalgia ("muscle pain in full physical exertion / muscle pain") and insomnia ("insomnia") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced headache (¿headaches ") and back pain (¿back pain, sacralgia"). On (B)(6) 2012, the patient experienced fatigue (¿intense fatigue") and myalgia (¿generalized muscle pain"). On (B)(6) 2012, the patient experienced arthralgia (¿left sacro-iliac pain, left scapulalgia"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain"). On (B)(6) 2012, the patient experienced insomnia (¿insomnia"), muscle spasms (¿lower limbs cramps") and migraine (¿migraines"). In (B)(6) 2012, the patient experienced menometrorrhagia (¿menometrorrhagia¿). On (B)(6) 2012, the patient experienced haemostasis (¿hemostatic curettage"). On (B)(6) 2012, the patient experienced back pain (¿lumbar pain") and abdominal distension (¿bloating"). On (B)(6) 2012, the patient experienced neck pain (¿cervical pain"), arthralgia (¿left shoulder pain") and constipation (¿constipation"). On (B)(6) 2012, the patient experienced migraine (¿migraines"). On (B)(6) 2012, the patient experienced headache (¿headaches"). On (B)(6) 2012, the patient experienced neck pain (¿cervical pain") and arthralgia (¿left shoulder pain"). On (B)(6) 2012, the patient experienced headache (¿headaches") and arthralgia (¿left scapulalgia"). On (B)(6) 2012, the patient experienced pelvic pain (¿pelvis pain"). On (B)(6) 2013, the patient experienced headache (¿headaches"), back pain (¿sacralgia"), diaphragmatic disorder (¿blocked diaphragm") and anxiety (¿anxiety"). On (B)(6) 2013, the patient experienced headache (¿headaches"), neck pain (¿cervical pain") and back pain (¿lumbar pain"). On (B)(6) 2013, the patient experienced anxiety (¿anxiety"). On (B)(6) 2013, the patient experienced headache (¿headaches"), back pain (¿lumbar pain") and diaphragmatic disorder (¿blocked diaphragm"). On (B)(6) 2013, the patient experienced multiple allergies (¿allergies¿), arthralgia (¿left shoulder pain"), temporomandibular joint syndrome (¿blocked left temporomandibular joints") and pubic pain (¿pubalgia"). On (B)(6) 2013, the patient experienced burnout syndrome (¿burn-out"), neck pain (¿cervical pain") and diaphragmatic disorder (¿blocked diaphragm"). On (B)(6) 2013, the patient experienced neck pain (¿cervical pain") and anxiety (¿anxiety"). On (B)(6) 2013, the patient experienced fall (¿fall on left side¿), torticollis (¿torticollis¿) and arthralgia (¿left knee and hip pain"). On (B)(6) 2013, the patient experienced back pain (¿lumbar pain") and vaginal haemorrhage (¿vaginal bleeding"). On (B)(6) 2013, the patient experienced burnout syndrome (¿burn-out") and back pain (¿lumbar pain"). On (B)(6) 2013, the patient experienced abdominal pain (¿abdominal pain¿) and abdominal distension (¿bloating"). In (B)(6) 2013, the patient experienced diarrhoea (¿sudden diarrhea¿). On (B)(6) 2013, the patient experienced abdominal pain (¿abdominal pain¿) and abdominal distension (¿bloating"). On (B)(6) 2013, the patient experienced back pain (¿back pain"). On (B)(6) 2013, the patient experienced dysmenorrhea (¿dysmenorrhea¿), headache (¿headaches") and back pain (¿lumbar pain"). In 2013, the patient experienced pelvic pain ("heavy pains in belly, in pelvic area"), abdominal pain upper ("significant pain in the stomach"), diarrhoea (¿diarrhoea¿), pyrexia (¿fever¿), abdominal pain lower (¿left iliac fossa pain¿), rectal haemorrhage (¿suspicion of rectal bleeding¿), abdominal pain (¿abdominal pain following a trip in (B)(6)¿) and irritable bowel syndrome (¿irritable bowel¿). On (B)(6) 2014, the patient experienced abdominal pain (¿abdominal pain¿), headache (¿headaches") and back pain (¿lumbar pain"). On (B)(6) 2014, the patient experienced abdominal pain (¿abdominal pain¿), abdominal distension (¿bloating") and menorrhagia (¿abundant menstruations¿). On (B)(6) 2014 abdominal pain (¿abdominal pain¿), abdominal distension (¿bloating") and menorrhagia (¿abundant menstruations¿). On (B)(6) 2014, the patient experienced fall (¿fall¿) and ligament sprain (¿ankle sprain¿). On (B)(6) 2015, the patient experienced head injury (¿shock on the head¿), headache (¿headaches") and sciatica (¿sciatica¿). On (B)(6) 2015, the patient experienced head injury (¿shock on the head¿), headache (¿occipital pain") and sciatica (¿residual sciatica pain¿). On (B)(6) 2015, the patient experienced torticollis (¿torticollis¿) and abdominal pain (¿abdominal pain¿). On (B)(6) 2015, the patient experienced back pain (¿lumbago"), sciatica (¿cruralgia¿) and constipation (¿constipation"). On (B)(6) 2016, the patient experienced cystitis (¿cystitis¿) and neck pain (¿cervical pain¿). On (B)(6) 2016, the patient experienced head injury (¿fall on the head¿), headache (¿headaches"), bone pain (¿cranial pain¿), arthralgia (¿left scapulalgia") and musculoskeletal chest pain (¿rib pain¿). On (B)(6) 2016, the patient experienced back pain (¿lumbago"), erythema (¿heat and redness on face¿), affect lability (¿emotional lability¿) and herpes zoster (¿shingles¿). On (B)(6) 2016, the patient experienced arthralgia (¿left shoulder pain") and sciatica (¿right sciatica¿). On (B)(6) 2016, the patient experienced rhinitis (¿persistent rhinitis¿) and nasopharyngitis (¿head cold¿). On (B)(6) 2017, the patient experienced fall (¿2 consecutive falls on left side¿), headache (¿headaches"), torticollis (¿torticollis¿), back pain (¿back pain"), musculoskeletal chest pain (¿multiple rib pain¿). On (B)(6) 2017, the patient experienced bone pain (¿cranial pain¿). On (B)(6) 2017, the patient experienced arthralgia (¿shoulder, scapula and left sacro-iliac pain"). On (B)(6) 2017, the patient experienced back pain (¿sacralgia") and diaphragmatic disorder (¿blocked diaphragm"). On (B)(6) 2017, the patient experienced arthralgia (¿left sacro-iliac pain"), headache (¿headaches"). In (B)(6) 2017, the patient experienced back pain (seriousness criterion hospitalization). In 2017, the patient experienced back pain ("disabling intense pains in lumbar area l4 l5 / pain in the lumbar region"). On (B)(6) 2018, the patient experienced procedural pain (¿post-operative pain following disk surgery l4/l5¿), intervertebral disc operation (¿post-operative pain following disk surgery l4/l5¿) and menorrhagia (¿menorrhagia¿). In (B)(6) 2019, the patient underwent polypectomy ("polypectomy-type surgery under hysteresis, with partial resection of a septum"). In (B)(6) 2020, the patient underwent rotator cuff repair (seriousness criterion hospitalization). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with inflammation, adenomyosis (seriousness criteria medically significant and intervention required), allergy to metals ("allergy with nickel"), menstruation irregular ("no regular menstruation cycles after essure insertion"), headache ("headaches / headache in headphones"), vertigo ("vertigo"), fall ("falls"), visual impairment ("vision disorders / visual disturbances"), disturbance in attention ("concentration disorders / difficulty concentrating"), cognitive disorder ("cognitive disorders / cognitive impairment"), memory impairment ("memory disorders"), asthenia ("asthenia"), dizziness ("dizziness"), myalgia (¿left pyramidalis muscle pain¿), skin warm (¿heat and redness on face¿), polymenorrhoea (¿irregular cycles (shorter)¿), dysmenorrhoea (¿painful menstruations¿), dyspareunia (¿dyspareunia¿), pelvic pain (¿pelvis pain¿), pollakiuria (¿pollakiuria¿), adenomyosis (¿adenomyosis¿), ear disorder (¿ent disorders¿), oropharyngeal discomfort (¿ent disorders¿), insomnia (¿insomnia¿), memory impairment (¿memory disorders¿), attention deficit hyperactivity disorder (¿attention disorders¿) and intervertebral disc protrusion (¿supraspinatus rupture¿). The patient was hospitalized from (B)(6) 2018, and on (B)(6) 2020. The patient was treated with surgery (l4 / l5 implants, curettage in (B)(6) 2012, novasure procedure via hysteroscopy on (B)(6) 2013, curettage in (B)(6) 2012 and hysterectomy with bilateral salpingectomy (entire essure inserts were removed). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, device breakage, rotator cuff repair, adenomyosis, pelvic pain, dysmenorrhoea, allergy to metals, metrorrhagia, menstruation irregular, vaginal discharge, abdominal distension, headache, back pain, coital bleeding, renal pain, migraine, cardiovascular disorder, peripheral coldness, feeling cold, fatigue, sleep disorder, weight increased, dry eye, loss of libido, diarrhoea, constipation, balance disorder, limb discomfort, varicose vein, burning sensation, myalgia, insomnia, vertigo, fall, visual impairment, disturbance in attention, cognitive disorder, abdominal pain upper, memory impairment, asthenia, polypectomy and dizziness was resolving. The reporter provided no causality assessment for abdominal distension, adenomyosis, allergy to metals, back pain, balance disorder, burning sensation, cardiovascular disorder, cognitive disorder, coital bleeding, constipation, device breakage, diarrhoea, disturbance in attention, dry eye, dysmenorrhoea, fall, fatigue, feeling cold, headache, insomnia, limb discomfort, loss of libido, menorrhagia, menstruation irregular, metrorrhagia, migraine, myalgia, pelvic pain, peripheral coldness, renal pain, rotator cuff repair, sleep disorder, vaginal discharge, varicose vein, vertigo, visual impairment, weight increased, back pain, headache, back pain, groin pain, fatigue, myalgia, arthralgia, insomnia, muscle spasms, migraine, menometrorrhagia, haemostasis, abdominal distension, neck pain, arthralgia, constipation, pelvic pain, diaphragmatic disorder, anxiety, multiple allergies, temporomandibular joint syndrome, pubic pain, burnout syndrome, fall, torticollis, vaginal haemorrhage, abdominal distension, diarrhoea, dysmenorrhea, pyrexia, rectal haemorrhage, irritable bowel syndrome, menorrhagia, ligament sprain, head injury, sciatica, torticollis, constipation, cystitis, head injury, bone pain, musculoskeletal chest pain, erythema, affect lability, herpes zoster, rhinitis, nasopharyngitis, diaphragmatic disorder, procedural pain, intervertebral disc operation, myalgia, skin warm, polymenorrhoea, dyspareunia, pollakiuria, adenomyosis, oropharyngeal discomfort, insomnia, memory impairment, attention deficit hyperactivity disorder and intervertebral disc protrusion with essure. The reporter considered abdominal pain upper, asthenia, dizziness, memory impairment and polypectomy to be related to essure. The reporter commented: several cessations of work. The reporter reported that the adverse event adenomyosis was considered one of the causes for removal of the essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jan-2021: new reporter type added and new events reported - back pains, headaches, groin pains, fatigues, myalgias, cramps, migraines, menorrhagia, bloating, cervical pains, shoulder pains, pelvic pains, blocked diaphragm, anxiety, allergies, blocked temporomandibular joints, pubalgia, burn-out, falls, torticollis, knee and hip pains, abdominal pains, dysmenorrhea, ankle sprain, shock on the head, occipital pains, sciatica pains, lumbago, cruralgia, constipation, cranial pains, scapulalgia, rib pains, cystitis, heat and redness on face, emotional lability, shingles, rhinitis, head cold, scapula and left sacro-iliac pain, diarrhea with fever, irritable bowel, dyspareunia, pollakiuria, adenomyosis, ent disorders, insomnia, memory disorders, attention disorders and helmet headaches. The surgical procedures, hospitalizations, laboratory tests and concomitant drugs were also provided. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.